Event description:
It was reported that the patient was inappropriately detecting atrial arrhythmia due to far r-wave oversensing on the atrial channel. Programming changes were recommended. It was later reported that the patient was hospitalized. It was uncertain if the patient received a shock or if the patient received an alarm. Interrogation revealed the device was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed. A power-on reset was noted via review of the device image. It is believed that the device reset while delivering high voltage therapy. The device was removed from backup vvi mode and tested on the bench and using automated test equipment. The device functioned normally. The root cause of the power-on reset could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.